Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified broken light blue main body of the flow control barrel. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing. All functional testing performed was acceptable. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the mainbody of the transfer set had cracked during use with a uv flash machine. There was no patient injury or medical intervention associated with this event. No additional information is available.